Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
The customer reported that the unit alarmed check vent alarm ovp circuit failed error. The service technician verified the error in the log that the ovp circuit failed error occurred. The issue was discovered during pre-use check in the hospital¿s me room and there was no delay in therapy. The customer reported that the unit was not in use on a patient. The service technician replaced the motor controller board to address the reported issue.

Manufacturer narrative:
G4: 30oct2020 b4: (B)(6)2020 failure analysis on the returned motor controller (mc) board shows that the customer complaint verified. Root cause was physical damage to board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.